Event description:
A female patient contacted lifecor customer support to report that one of her battery packs displays a red flashing "bad charger" icon when plugged into the charger. A replacement battery pack was provided to the patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the red flashing "bad charger" icon was a defective battery cell within the pack. The positive side cell of the 3 cell pack had developed an internal short which in turn discharged the pack 0 volts. The root cause of the shorted cell cannot be positively identified. The defective cell pack will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.